Event description:
On (B)(6) 2011, leica microsystems received a complaint from (B)(6) regarding sub-optimal tissue processing from a protocol commencing on (B)(6) 2011 and completing on (B)(6) 2011, using peloris tissue processor (B)(4). On (B)(6) 2011, leica microsystems was advised that a number of tissue samples were not diagnosable, a number of the cases (exact number not specified) required re-biopsy and there was a delay in diagnosis.

Manufacturer narrative:
Instrument logs were evaluated as part of the investigation of this complaint. On-site assessment of the operation and function of the instrument was conducted by a leica field service engineer on (B)(6) 2011. No instrument fault(s) was identified, and the results for all performance tests were satisfactory. The logs show that the reagent station configuration, reagent thresholds and reagent management settings enabled were identical to the MFR recommendations. Configuration of the protocol used to process tissue from which sub-optimal processing was reported differed from the MFR recommendation. The differences identified were not considered to have caused the sub-optimal processing reported. The logs show that immediately prior to commencement of the protocol from which sub-optimal tissue processing was identified, bottle 7 (ethanol) was removed from the associated bottle presence sensor for 3 seconds, which is not sufficient time to replace the reagent. The user then reset the reagent station which resulted in application of the default concentration of 100% to bottle 7, although the actual ethanol concentration remained as 63.1%. The peloris user manual warns the user not to update station details without replacing the reagent and that failure can lead to tissue damage or loss. Bottle 7 was then used for the final dehydrant step in the protocol from which sub-optimal processing was identified. The minimum required concentration for this step is 98.0%, and the consequences were re-introduction of water into the tissue which is not displaced in subsequent steps and wax contamination, resulting in sub-optimal tissue processing.